Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus delivery. He assumed that he did not get the insulin he had programmed and bolused again and then realized he over delivered insulin. Customer declined troubleshooting and just asked for assistance with instructions to check the amount of insulin delivered. The customer was walked through the bolus history. Blood glucose value at the time of the call was 199 mg/dl. The device will not be returned for analysis.